Event description:
It was reported that a male patient was in the cath lab having an intra-aortic balloon (iab) inserted via the left femoral artery. The physician inserted the balloon into the sheath when it started to unwrap and was unable to advance. The physician removed the sheath and balloon together and obtained a new iab and sheath. It was successfully placed at the same site over the spring wire guide (swg). There was no reported patient death or injury. There was no medical or surgical intervention required. The patient had no complications and was listed in "fine" condition.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.